Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes.

Event description:
It was reported that the endobase is registering the subject device as a colonoscope resulting in the endobase being unable to capture photos resulting in a procedural prolongation of 30 minutes or greater. The issue occurred during a diagnostic procedure. The endobase error was saying multiple scopes with the same serial number. It was thought to be an issue with the chip after the scope was repaired. The procedure was completed with a backup device. There were no reports of further patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is possible that leaks occurred during user handling after the previous repair, causing abnormalities in the scope ID information. Note that the cause of the leaks may be external stress, such as improper handling of instruments during the insertion of the forceps channel or impact on the scope connector; however, the specific cause cannot be determined. Olympus will continue to monitor field performance for this device.